Event description:
When rn put on gloves, there was a small hole in the glove (on top of thumb). Glove was not punctured and was pulled directly from box without difficulty. No harm to patient or staff. Hole was visibly evident. Another glove obtained and care continued. This facility has had multiple similar events with this device/product within a two month time span. The manufacturer has been notified and is testing the device/product.